Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a chipped top case in the front. Event log history was performed and indicated that there was an acu watchdog and primary audible alarm post errors recorded in history. During analysis, the issue regarding primary audible alarm was not duplicated but the damaged top case was able to be confirmed. Service replaced speaker as a preventative measure for the primary audible alarm post error in history. Service also replaced damaged top case. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing a smiths medical medfusion pump exhibited primary audible alarm background test and had damaged top case. No patient was involved in this event. No adverse effects were reported.